Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a foreign object in the suction cylinder. The issue was found during a diagnostic colonoscopy. The procedure was completed with an olympus back up device. There was a procedural delay of less than 30 minutes. There was no reported patient harm.